Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. Based on the complaint record information, the actual device involved was a palindrome catheter, however the sample received was a mahurkar catheter without the venous (blue) adapter. The catheter came inside a plastic bag and presented signs of manipulation (marks from use of an instrument) and the blue adapter was detached from the extension and it was not present in the sample returned. Additionally the arterial (red) adapter did not present any problem. The reported condition has not been confirmed. Additionally the sample was returned with 2 telfas, 2 dilators, 1 introducer needle and a guide wire. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has not been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Manufacturing performed 100% inspection for cracked adapters per procedure. The sample provided by the customer presented marks from the use of an instrument and the blue adapter was detached from the extension tube and not with the sample returned. Based on the available information, it can be concluded that product was manufactured according to specifications. For this reason the adapter was more likely damaged due to manipulation and the most possible root cause can be considered as the instructions for use were not followed causing adapter over tightening. A trigger was found for product family and for product code. It was identified that both the observed rate of occurrence and the observed severity of harm are lower than or equal to that which is expected. It was decided to link this investigation to the corrective and preventative action (CAPA) that was created due to a trend of complaints related to leaks on the palindrome adapters. The decision tool directs to review the health hazard evaluation (hhe) criteria applicability. A health hazard evaluation was opened before to address these events. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the venous luer adapter was cracked and leaking. The catheter was repaired and there was no harm to the patient.

Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the venous luer adapter was cracked and leaking. The catheter was repaired and there was no harm to the patient.